Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient reset the smart phone and the system was working properly again. At the time of contact, no injury or medical intervention was reported.